Manufacturer narrative:
The device, used for treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual evaluation under magnification shows extensive electrode wear; therefore, caused the screen to become detached. There is a significant amount of discoloration on the adhesive around the spacer and on the cap. The black shrink tube near the distal end of the wand shows scratch and scuff marks as well as the cap which is consistent with coming into contact with another metal object and/or prolonged use against a bony surface. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and registered an expected e-5 error. The error was by-passed and activated in saline solution at the default and max settings on the controller and plasma was generated on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been verified and the root cause is consistent with normal wear of the electrodes. Evidence would suggest the electrodes had been virtually disintegrated; therefore, causing the screen to detach. Normal wear of the electrodes is dependent on factors that can accelerate the wear of electrodes such as: extended ablation, use of power level settings above the recommended default levels, and vigorous use against bony surfaces. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.

Event description:
It was reported that the doctor was using the whirlwind to perform soft tissue ablation during a hip scope case. After 2 hours of intermittent usage, the metal bit on the wand dropped off. He had to use a tissue grasper to pick the bit up, nothing was left in the hip joint. He continued using the wand with no issue for another 15mins and finished the case. No patient injuries were reported.